Manufacturer narrative:
Dario's representative spoke with the user in order to troubleshoot, however the user did not have her meter with her to test at that time and she requested to be contacted at a later date. Multiple attempts to follow up with the user were made, however when the user finally answered dario representative's call, the user hung up and was not willing to troubleshoot. There is not enough information regarding the dario meter and strips to investigate. No resolution is available.

Event description:
On march 8th, the user contacted dario to report high blood glucose (bg) readings. The user reported receiving high bg reading of 540 mg/dl from her dario meter when compared to her other meter, which read 120 mg/dl. The user also stated that she tested her bg using multiple meters, however we were unable to obtain sufficient information regarding these meters or their readings.